Event description:
The customer reported a leak which appeared to be cleaner involving the lh 500 hematology analyzer. The customer indicated that the instrument generated intermittent wbc (white blood cell) voteouts during the event and approximately 100 ml of fluid leaked onto the countertop. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer reported observing a cut tubing at pinch valve pv49 and proceeded to replace the tubing. The customer indicated that the instrument began to make a hissing noise following the tubing replacement and the customer was instructed by a beckman coulter cts (customer technical support) over the phone to verify that the vacuum and fluidic pathways were clear. The customer noted a restriction at the backwash pump and proceeded to adjust the probe block as per the cts' recommendation. The customer noted no further leaks and the instrument ran without any issues. Failure mode of the event is attributed to a restriction at the backwash pump causing the tubing at pinch valve pv49 to leak; the customer resolved the leak with the help of the cts over the phone. (B)(4).